Event description:
The manufacturer received information alleging a ventilator's lcd screen was blurry. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The lcd screen was blank and not viewable. The device's lcd screen was replaced to address the issue. The ventilator's lcd screen only was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the lcd screen failing was due to electrical overstress.